Manufacturer narrative:
Final device analysis results were not complete on the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
It was reported that patient's stimulation device stopped working approximately three months ago. The system had been working fine prior to that time. There was no known incident related to the onset of the device not working. The ipg would not respond to the physician programmer or recharger. The system was checked. The device was not flipped. Depth of implant appeared good. The decision was made to replace the device. At explant the leads were checked. All impedances were good with good pain coverage to the right foot. A new stimulator was implanted. The patient recovered without sequela.